Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was taken to the operating room (or) on (B)(6) 2020 to have tamponade and clots evacuated. They had a normal neural status and were extubated. Later, it was noted that the patient was unable to move the left side of their body. A computed tomography angiography (cta) of the patient's head was performed and revealed a right middle cerebral artery (mca) stroke. The patient's international normalised ratio (inr) was 1.7 at the time of the incident. The patient is not on warfarin but they received aspirin 300 mg suppository and 5000 units of subcutaneous (sq) heparin. The ventricular assist device (vad) parameters were within normal limits and the vad was functioning as intended. The patient follow commands on the right, will remain hospitalized, and will require extensive rehabilitation. Additional information communicated on 22apr2020 stated that the patient was taken back down to or 24 hours after their implant, so no additional anticoagulation (ac) had been started at that point. Therefore, neither ac nor patient condition appeared to have caused the neurological event. Furthermore, the patient¿s neuro status is unclear. As of the morning of (B)(6) 2020, they are deeply sedated and have a glasgow coma scale (gcs) value of 3. The patient's wife is also refusing regular neurological assessments at this time. Upon the patient's neuro check on (B)(6) 2020, they were following commands with their right extremities, withdrawing from pain in their left lower extremity, and paralyzed and unresponsive to painful stimuli in their left upper extremity.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (cardiac tamponade with clots, mca stroke) and heartmate 3 lvas, serial number: (B)(6) could not be conclusively established through this evaluation. The center reported that the patient was taken back to the operating room on (B)(6) 2020 (after being implanted on (B)(6) 2020) for tamponade and clots evacuated. It was later noted that the patient was unable to move the left side of their body. A cta head was performed and revealed a right middle cerebral artery (mca) stroke. Inr was 1.7 and the patient was not on warfarin at the time of the incident. No alarms were reported for this event. The patient received aspirin 300mg suppository and 5000 units subcutaneous (sq) heparin. Vad parameters were reportedly within normal limits and the vad was functioning as intended. The patient was able to follow commands on the right. The patient was to remain hospitalized and would require extensive rehab. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6) and no additional complaints have been reported at this time. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists pericardial fluid collection, peripheral thromboembolic events, and stroke as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" lists thromboembolism as a potential late post-implant complication and provides information regarding anticoagulation, including the recommended inr values no further information was provided. The manufacturer is closing the file on this event.